Event description:
It was reported that the patient presented remotely via merlin.net. Review revealed a known history of right ventricular (rv) lead noise oversensing. During the transmission, episodes of ventricular tachycardia and ventricular fibrillation were identified, during which the rv lead failed to deliver appropriate therapy. No intervention was performed, and the patient remained stable.